Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a stent was lost. The target lesion was located in a distal left anterior descending artery. The 2.25x12mm fg, promus element plus, mr stent delivery system (sds) was inserted and advanced to the target lesion over an unknown wire. The balloon was inflated. After inflation, the stent was not visible so the sds was removed. No stent was found on the balloon. It could not be verified that the stent was deployed in the vessel. Nor was the stent able to be located. The lesion was ballooned to complete the procedure. There were no patient complications and the patient condition is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the stent was visible during preparation but not noted at any other time. The physician was confident that the stent was crimped onto the balloon prior to device insertion. The final ballooning, using an apex balloon, was completed as an alternative to stent deployment.